Manufacturer narrative:
The events of seroma-late and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, inflammation/irritation.

Event description:
Physician reported left side swelling, pain, seroma, "ondulation edges," and rupture. Per pathology reports ¿widespread fibrosis and giant-cell multinuvant giant cell granulomatous inflammation were observed in the wall of the capsule wall." A typical cell was not seen¿. The device has been explanted.